Event description:
Mis tibia loosened in patient and had to be revised.

Manufacturer narrative:
(B) (4). Evaluation summary: the articular surface and tibia plate were returned for review. No x-rays were returned for review. The patient is a (B) (6) female with a medium activity level and bmi of 38. The articular surface exhibits pitting on the proximal surface. The tibia plate exhibits over 50% of the pmma remaining in the posterior-medial quadrant. There is sporadic pmma remaining in other areas of the tibia plate. In general, when pmma is remaining on the tibia plate after being implanted, this may indicate that insufficient bone cement was applied or bone cement was applied too late in the curing process. In addition, a drop-down stem extension was not used with the tibia plate. Possible contributors may be the patient demographics (high bmi) and cement application. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action for in april 2010. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on april 19, 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action.